Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; both seals on distal and proximal part of the handle are missing. They were recovered but not returned. An etching was added. The proximal connectors are not sticking. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the instrument has been repaired / modified outside of (B)(4) by an external contractor no qualified by (B)(4). This modification could have weakened the instrument and led to the reported event.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2015, during a laparoscopic appendectomy, the surgeon found a foreign plastic part (4mm high) in the patient pelvis. The foreign part was the seal of the hook and it was removed from the wound. The device was in contact with the patient, however no patient injury or consequences reported. The event did not lead to increase the surgery time.